Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor was tested outside of the device and it passed. The pump passed the self test, unexpected restart and all operating current measurements. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, motor error, low battery alert and button error from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was not able to troubleshoot as the pump was unresponsive. The insulin pump will be returned for analysis.